Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue points were deviated from the instruction manual. The foreign material could not be identified. Therefore, a root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: gif-q150 operation manual chapter 3 preparation and inspection. Gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex videoscope exhibited the nozzle and some other parts of the scope had foreign materials. There were no reports of patient involvement.